Event description:
A surgeon reported that three pts were under corrected following laser refractive surgery. Three related reports are being filed for this event. This report concerns the first pt.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).